Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the tubing at quick disconnect qd422 was disconnected. The fse replaced the tubing which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a solenoid of the unicel dxh 600 coulter cellular analysis system had shorted. While troubleshooting the field service engineer found a leak caused by detached tubing. The volume of the leak was not specified and was contained within the instrument. The fse was wearing personal protective equipment (ppe). There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.